Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. The pump passed all tests prior to leaving smiths medical's control.

Event description:
It was reported that the patient believed that that their pump was programmed incorrectly and that they were receiving more medication than they were supposed to. The registered nurse associated with this case believed that this was a case of user error. No patient death, or serious injury was reported in connection with this incident. This event is considered a reportable malfunction.